Event description:
As reported: "failure of locking screws in a distal radius plate. 9 screws were used in total but only 1 had a failure to lock into place. The surgeon is hopeful the fixation is adequate even without the one screw locking properly."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device remains implanted.